Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that no anomalies were found, all conductors were distorted, the outer insulation was breached, and there was blood on the proximal conductor (non-obstructing). It was determined that the damage was caused at explant.

Event description:
It was reported that during the implant procedure, there was signal on the egm was noisy and that there was low impedence. The lead was not implanted. No patient complications were reported as a result of this event.